Event description:
A medical centre in (B)(6) reported that the plastic legs of an iw934jeu baby control cosycot infant warmer were broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device is not expected to be returned to fisher & paykel healthcare for evaluation. Therefore, our analysis is based on the photograph provided by the medical centre, investigation of similar complaints and our knowledge of the product. Results: the photograph provided by the medical centre revealed a longitudinal crack on the plastic leg near the base frame of the reported iw934 cosycot infant warmer. A lot check revealed no other complaints of this nature for lot number 070730. Conclusion: the crack damage to the leg of the iw934 cosycot infant warmer was most likely due to overloading of the device and exceeding the maximum weight capacity of 115 kgs. To increase awareness and to reduce the incidence of cracked bases, a warning is provided in the form of a "115 kg max weight" label applied to the column of the infant warmer. The maximum weight limit is specified in both the technical manual and the operating manual of the infant warmer.